Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device¿s component disengaged, the white trocar that goes on the end of the anvil for insertion did not sit into where it is supposed to be fitted. It was loose and would not stay on. Physician did not feel comfortable using the device as the trocar would not stay onto the anvil for insertion.

Manufacturer narrative:
Evalaution summary: post market vigilance (pmv) led an evaluation of one device. The trocar was observed to be bent.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.replication of the observed trocar damage may occur if the trocar is manipulated with excessive force. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.